Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer planned to reset the pump and will continue to use current pump for insulin therapy.